Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.

Manufacturer narrative:
The device has been evaluated and confirmed the balloon was rupture. (B)(4).